Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-4095s came apart from the drill, an ar-1204ff flipcutter drill bit broke off during drilling and an ar-8737-37 driver head broke off in the screw head. This was discovered during a case and the flipcutter and the driver head broke off inside the patient.